Event description:
The user facility reported that their trufreeze console would not spray. User facility personnel elected to abort the procedure. It is unknown if another modality was used to treat the patient. No report of injury.

Manufacturer narrative:
Following the reported event the log files for the trufreeze console were reviewed. It was determined that when the user left the setup screen after scanning the catheter and went into the home screen, it cleared the setup. The user proceeded to go back to the run screen and did not re-scan the catheter subsequently causing the console not to spray when commanded. When the user went back to the run screen, the catheter would have shown red, indicating that the catheter needed to be rescanned. The trufreeze console operator manual (pg. 37) outlines the proper set up procedures including the set-up procedures for scanning the catheter. A steris service technician counseled the facility's biomedical technician on the proper set up procedures for the trufreeze console. Steris performed in-service training on the proper use and operation for the trufreeze console. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.